Manufacturer narrative:
Date sent: 11/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the distal insulation part of the tip came off. Another device was used to complete the case. There were no consequences to the patient.